Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. As per the investigation procedure deformation particles crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side intracapsular rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side intracapsular rupture. The device has been explanted.